Manufacturer narrative:
Review of lot 17275887 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). Concomitant products: stent (5mm*18mm palmaz genesis); sheath introducer (6fr parent, medikit); guidewire (117cm cruise, st.jude medical). The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. This is one of four products used for the same patient. Please reference MFR. Report # 9616099-2016-00222; # 9616099-2016-00223; # 9616099-2016-00224; and # 9616099-2016-00225.

Event description:
As reported, during a procedure to treat an in-stent-restenosis (isr) of a previously placed palmaz genesis 5 x 18 stent, after pre-dilation with a 142 cm. Aviator 4 x 15 balloon catheter (bc) an aviator plus 5 x 15 bc (complaint product #1) was delivered to the target lesion and ruptured at ten atmospheres (10 atm.). The product was successfully removed and another 142 cm. Aviator plus 5.5 x 15 bc (complaint product #2) was delivered to the lesion and ruptured at fourteen atmospheres (14 atm.). The product was successfully removed and another 142 cm. Aviator plus 6.0 x 15 bc (complaint product #3) was delivered to the lesion and ruptured prior to reaching rated burst pressure (rbp). Resistance was felt during the attempt to withdraw the product. An unknown guiding catheter was advanced into the stent in an attempt to retrieve the product as a unit, but the tip of the bc became stuck and a part of the balloon was left in the stent. The tip of two (2) non-cordis guidewires were wound and the tip of the guidewires became entangled in a part of the balloon. The part of the balloon could be retrieved. The suspected the cause of the balloon separation was that it became stuck in the proximal edge of the stent but the clear cause was unknown. Therefore the proximal stent was inflated and an additional palmaz genesis 5 x 15 stent was placed. The procedure was completed successfully. There was no reported patient injury. The products were clinically used and will be returned for analysis. The target lesion was the right renal artery. The lesion was reported to be: a 90% stenosis, moderately calcified and mildly tortuous. Additional information received indicated that it was not known if the in-stent-restenosis (isr mentioned in the event description/ed) was an isr of the palmaz genesis 5 x 18 stent mentioned in the event description. The product catalog/lot numbers were not available. The separated part of the aviator plus bc was successfully removed entirely from the patient using the two guidewires mentioned. It was not known if the guiding catheter that was used in attempting to retrieve the separated portion of the bc was a cordis product. It was unknown if there was any product issue with that guiding catheter. Additional information regarding the three (3) balloon catheters used indicated that: there was no reported difficulty removing the products from the hoop. There was no reported difficulty removing the protective balloon covers, stylets, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The devices prepped normally (i.e. Maintained negative pressure). The following information was reported to be unknown or not applicable (n/a): what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; were the catheters ever in an acute bend; did the balloons deflate normally; if deflation was not normal, how long did it take to deflate the balloons, did not deflate at all, how were the balloons eventually deflated; did the balloons re-wrap properly; if the balloon did not deflate or re-wrap properly, how were the balloon catheters removed; did the balloon catheters kink while being used; was there any other product issues noted either at the account after the procedure or prior to shipping for inspection. No additional information is available.

Manufacturer narrative:
Additional information received indicated that aviator plus 5.0 x 15 bc (product file # (B)(4)) / balloon burst, separated in patient, and withdrawal difficulty through a previously deployed stent. Aviator plus 5.5x 15 bc (product file # (B)(4)) / balloon burst. And aviator plus 6.0 x 15 bc (product file #(B)(4)) / balloon burst. The ed and subject codes were corrected accordingly. Based on the additional information received, the event description was corrected/changed. The file/product reportability was changed from a serious injury to malfunction. This is one of four products used for the same patient. Please reference MFR. Report # 9616099-2016-00222; # 9616099-2016-00223; # 9616099-2016-00224; and # 9616099-2016-00225. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a procedure to treat an in-stent-restenosis (isr) of a previously placed palmaz genesis 5 x 18 stent, after pre-dilation with a 142 cm. Aviator 4 x 15 balloon catheter (bc) an aviator plus 5.5 x 15 bc (complaint product #1) was delivered to the target lesion and ruptured at ten atmospheres (10 atm.). The product was successfully removed and another 142 cm. Aviator plus 6.0 x 15 bc (complaint product #2) was delivered to the lesion and ruptured at fourteen atmospheres (14 atm.). The product was successfully removed and another 142 cm. Aviator plus 5.0 x 15 bc (complaint product #3) was delivered to the lesion and ruptured prior to reaching rated burst pressure (rbp). Resistance was felt during the attempt to withdraw the product. An unknown guiding catheter was advanced into the stent in an attempt to retrieve the product as a unit, but the tip of the bc became stuck and a part of the balloon was left in the stent. The tip of two (2) non-cordis guidewires were wound and the tip of the guidewires became entangled in a part of the balloon. The part of the balloon could be retrieved. The suspected the cause of the balloon separation was that it became stuck in the proximal edge of the stent but the clear cause was unknown. Therefore the proximal stent was inflated and an additional palmaz genesis 5 x 15 stent was placed. The procedure was completed successfully. There was no reported patient injury. The products were clinically used and will be returned for analysis. The target lesion was the right renal artery. The lesion was reported to be: a 90% stenosis, moderately calcified and mildly tortuous. Additional information received indicated that it was not known if the in-stent-restenosis (isr mentioned in the event description/ed) was an isr of the palmaz genesis 5 x 18 stent mentioned in the event description. The product catalog/lot numbers were not available. The separated part of the aviator plus bc was successfully removed entirely from the patient using the two guidewires mentioned. It was not known if the guiding catheter that was used in attempting to retrieve the separated portion of the bc was a cordis product. It was unknown if there was any product issue with that guiding catheter. Additional information regarding the three (3) balloon catheters used indicated that: there was no reported difficulty removing the products from the hoop. There was no reported difficulty removing the protective balloon covers, stylets, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The devices prepped normally (i.e. Maintained negative pressure). The following information was reported to be unknown or not applicable (n/a): what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; were the catheters ever in an acute bend; did the balloons deflate normally; if deflation was not normal, how long did it take to deflate the balloons, did not deflate at all, how were the balloons eventually deflated; did the balloons re-wrap properly; if the balloon did not deflate or re-wrap properly, how were the balloon catheters removed; did the balloon catheters kink while being used; was there any other product issues noted either at the account after the procedure or prior to shipping for inspection. No additional information is available.

Manufacturer narrative:
During a procedure to treat an in-stent-restenosis (isr) of a previously placed palmaz genesis 5 x 18 stent, after pre-dilation with a 142 cm. Aviator 4 x 15 balloon catheter (bc) an aviator plus 5.5 x 15 bc (complaint product #1) was delivered to the target lesion and ruptured at ten atmospheres (10 atm.). The product was successfully removed and another 142 cm. Aviator plus 6.0 x 15 bc (complaint product #2) was delivered to the lesion and ruptured at fourteen atmospheres (14 atm.). The product was successfully removed and another 142 cm. Aviator plus 5.0 x 15 bc (complaint product #3) was delivered to the lesion and ruptured prior to reaching rated burst pressure (rbp). Resistance was felt during the attempt to withdraw the product. An unknown guiding catheter was advanced into the stent in an attempt to retrieve the product as a unit, but the tip of the bc became stuck and a part of the balloon was left in the stent. The tip of two (2) non-cordis guidewires were wound and the tip of the guidewires became entangled in a part of the balloon. The part of the balloon could be retrieved. The suspected the cause of the balloon separation was that it became stuck in the proximal edge of the stent but the clear cause was unknown. Therefore the proximal stent was inflated and an additional palmaz genesis 5 x 15 stent was placed. The procedure was completed successfully. There was no reported patient injury. The target lesion was the right renal artery. The lesion was reported to be: a 90% stenosis, moderately calcified and mildly tortuous. Additional information received indicated that it was not known if the in-stent-restenosis was an isr of the palmaz genesis 5 x 18 stent mentioned in the event description. The product catalog/lot numbers were not available. The separated part of the aviator plus bc was successfully removed entirely from the patient using the two guidewires mentioned. It was not known if the guiding catheter that was used in attempting to retrieve the separated portion of the bc was a cordis product. It was unknown if there was any product issue with that guiding catheter. Additional information regarding the three (3) balloon catheters used indicated that: there was no reported difficulty removing the products from the hoop. There was no reported difficulty removing the protective balloon covers, stylets, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The devices prepped normally (i.e. Maintained negative pressure). The following information was reported to be unknown or not applicable (n/a): what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; were the catheters ever in an acute bend; did the balloons deflate normally; if deflation was not normal, how long did it take to deflate the balloons, did not deflate at all, how were the balloons eventually deflated; did the balloons re-wrap properly; if the balloon did not deflate or re-wrap properly, how were the balloon catheters removed; did the balloon catheters kink while being used; was there any other product issues noted either at the account after the procedure or prior to shipping for inspection. No additional information is available. (B)(4): a non-sterile unit of aviator plus .014¿ 6.0x15 142cm bc was returned. Per visual analysis a kink condition was observed at 18.5 cm from the distal tip. The balloon had been inflated and deflated. Per functional analysis a leakage (pin hole) was observed on the proximal section of the balloon. Per microscopic analysis damage was observed on visual analysis were confirmed. Per sem analysis the external surface revealed evidence of abrasion marks that could be related to the balloon pinhole. The internal surface and marker bands did not reveal any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17275887 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿, ¿balloon/ separated-in-patient (peripheral)¿ and ¿pta system/ withdrawal difficulty-through a previously deployed stent¿ ((B)(4)) were confirmed through analysis of the returned device, as evidenced by the elongations and ductile dimples indicative of pulling forces and a pattern likely caused by a cutting tool. The reported ¿balloon burst (peripheral)¿ ((B)(4)) was confirmed through analysis of the returned device. The reported ¿balloon burst-at/below rbp (peripheral)¿ ((B)(4)) was confirmed through analysis of the returned device. The unknown palmaz genesis had no allegations made against it. The exact cause of the events could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification, mild tortuosity and a rate of stenosis of 90%) may have contributed to the bursts as evidenced by abrasions noted on the outer surfaces of the balloons during analysis. According to the instructions for use ¿prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure-monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. Note: in case of post-dilatation, slowly withdraw the balloon from the stent. Observe removal of the balloon under fluoroscopy to ensure that the balloon disengages from the stent. Note: if the balloon cannot be withdrawn through the guiding catheter, withdraw the balloon catheter and guiding catheter as a single unit. Crossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Distal protection is recommended when using the balloon catheter in a carotid or renal angioplasty procedure. If a distal protection device is used, follow the applicable instructions for use.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken. This is one of four products used for the same patient. Please reference MFR. Report # 9616099-2016-00222; # 9616099-2016-00223; # 9616099-2016-00224; and # 9616099-2016-00225.

Manufacturer narrative:
The product issues of balloon/separated, and pta system withdrawal difficulty were removed from this file. The remaining product issue is balloon burst. This is one of four products used for the same patient. Please reference MFR. Report # 9616099-2016-00222; # 9616099-2016-00223; # 9616099-2016-00224; and # 9616099-2016-00225. Additional information will be submitted within 30 days upon receipt.